Event description:
It was reported that when the device was used during a laparoscopically assisted vaginal hysterectomy burch procedure, it delivered an incomplete staple line and did not cut during the third firing. Another device was used to complete the case. There was no consequence to the pt.